Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-05949. Reference MFR. Report#: 1627487-2012-05951. The pt had two leads (from different lots). It was reported the pt received a low battery warning. It was also reported an impedance check revealed invalid and low impedance. A review of the MFR¿s device record database revealed the pt¿s scs system was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.